Event description:
Reporter stated that the device's lancet carrier is not fully retracting, resulting in the lancet protruding from the end-cap. No unintentional puncture was reported. Technical support requested the return of the suspect product and replacement product was shipped.